Manufacturer narrative:
Method: device not returned. Additional manufacturer narrative: the DHR review was completed. This device passed all manufacturing and sterilization inspections with no nonconformance. Although follow up has been conducted with the health care provider, it remains unknown if the device is available for return and evaluation. Device was cultured at the hospital and tested positive for fungal and acid-fast bacilli with mycobacterium. Source remains unknown. Late prosthetic valve endocarditis, occurring more than 60 days after surgery, is usually caused by an infection, which occurs elsewhere in the body, and then seeds the valve. The most frequent causes are dental procedures, urological infections and interventions, and indwelling catheters. Edwards lifesciences has validated methods for sterilization of all devices, which ensures product sterility. Although repeated follow up was conducted with the health care provider, it remains unknown if the device is available for return and evaluation. Per the discharge summary, the device was cultured at the hospital and tested positive for fungal and acid-fast bacilli with mycobacterium. Source remains unknown. In this case, the patient had previously presented with mycobacterium prior to implant of this device in (B)(6) 2011 and again just prior to implant of the device. However, without return of the device for evaluation, we are unable to conclusively determine root cause for explant of this device.

Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional ¿customer complaint.¿ the information reported may or may not be related to the edwards device. In this case, edwards learned that the device was explanted after an implant of approximately 1 year, 3 months, due to tricuspid valve endocarditis. The operative report states this patient had positive fungal cultures in addition to acid-fast bacilli with mycobacterium. His first infection was caused by a staph infection... This patient had previous history of endocarditis, having been diagnosed with mycobacterium endocarditis, prior to implant of this device. Discharge summary states: patient had a previous tricuspid valve replacement with large vegetation on the prosthetic valve with extension of pedunculated vegetation into the right ventricular outflow tract. The prosthetic valve and the pedunculated vegetation were removed in their entirety. Partial specimens were sent for further analysis, including cultures and stains ¿ patient was discharged to home in good condition.